Event description:
Caller reported that the pump battery would not charge, and there was no power source alert received. There was no adverse impact to the customer¿s blood glucose level. Caller attempted various solutions, including trying different wall outlets and cables, but the issue persisted. Technical support decided to replace the pump, confirmed it was under warranty, and arranged for a replacement pump to be shipped. Caller was instructed to use a backup insulin pump to maintain insulin delivery and given instructions for returning the faulty pump.